Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary = according to the information provided, it was reported that during the surgery of meniscus suture, noted the suture was winding (as the photo shows). No additional information could be provided. The device was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. Visual observations revealed that the distal part of the suture is frayed and broken; also, it was received only one implant attached in the suture. No other anomalies were observed with the returned implant. A manufacturing record evaluation was performed for the finished device lot number:7l11336, and no nonconformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. Based on the condition of the suture received, it is possible that an instrument used in the procedure caused fraying on the suture and then broken. Moreover, excessive tension on the suture could have resulted cutting the suture. As per IFU-109282, use caution when tensioning the suture. Over tensioning may cause suture or implant breakage. Also, when pull the free suture leg with continuous force and a smooth motion; it is important to minimize any starts and stops for optimal tensioning results. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported that during the surgery of meniscus suture, noted the suture was winding (as the photo shows). No additional information could be provided. The complaint device has not been returned, therefore unavailable for a physical evaluation. However, a photo was provided. Upon visual inspection of the photo, it was observed that only one implant attached in suture, it appeared to be deployed. The suture end was frayed and it appeared to be broken. It was not possible to see the entire condition of the suture. A manufacturing record evaluation was performed for the finished device lot number:7l11336, and no nonconformances were identified. Based on the visual inspection, this complaint can be confirmed. The photo do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. The possible root cause of the damage in the suture could be that the user used snaps or other instrument to pull suture without wrapping the suture around the snaps creates a stress point on the suture, resulting in damage it. As per IFU, use caution when tensioning the suture. Over tensioning may cause suture or implant breakage. Also, when pull the free suture leg with continuous force and a smooth motion; it is important to minimize any starts and stops for optimal tensioning results. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the customer in china that during a meniscal repair procedure on (B)(6) 2021, it was observed that the suture on the omnispan meniscal repair 12deg device was winding. Another like device was used to complete the surgery. There were no adverse patient consequences nor surgical delay reported. No additional information could be provided.